Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The device was removed, and the method that hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4) the device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
Evaluation summary:the plunger, link, anterior needle, and both cuffs were not returned with the device resulting in the investigation being limited. Evaluation of the returned device found an undisturbed posterior needle. This is indicative of the posterior needle being deflected away from posterior foot pocket instead of engaging with the cuff inside the foot pocket during needle deployment. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Pt presented with thigh pain and a soft tissue mass laterally, beneath the site of the incision of the primary surgery. The surgeon deemed it necessary to revise the components. At time of revision, a large mass could be observed at this site. Upon incision 20ml (approx) of white milky fluid was aspirated from the mass site. The mass was large and required careful excision. Once excised the asr, femoral head was removed. The corail system was observed and appeared well fixed although there was a small section, proximal and anteriorly, where osteolysis was observed between the corail stem and the anterior femoral cortex. This was, however, very small and seemed to have no effect on the stem fixation. The surgeon felt it not necessary to remove the corail stem. The surgeon then removed the asr cup. Although relatively well fixed, he was able to remove the cup relatively easily.

Manufacturer narrative:
(B)(4).